Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the product details were not provided, the device manufacturing record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The product details were not provided. Therefore, no information was captured, and the device manufacture date could not be determined.

Event description:
An advocate from (B)(6) reported that her father was experiencing symptoms of hypoglycemia in the morning. The advocate stated that the customer was feeling weak and swaying while he got out of the bed. The advocate attempted to perform testing with their contour ts meter and received an e11 error message, indicative of an abnormal result. Since the advocate was unable to use the meter, she called an ambulance. Upon the arrival of the ambulance, the healthcare professional (hcp) checked the customer's blood glucose with their meter and obtained a reading of 1.5 mmol/l. The hcp gave an unknown injection and oral glucose solution to the customer. The customer felt cold for a long time after receiving the treatment, but eventually recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.